Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asavs0110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this device was removed from the supply cabinet for quality testing purposes; and it was never used on a patient. After being manipulated for a few minutes, the distal end of the tubing where it attaches to the luerlock connector cracked.